Event description:
User with small hands reported pain in right hand when getting up panels. Technician reportedly sets up 300- 500 panels per day. Panel set up requires the use of the microscan kenok inoculator/rehydrator to deliver the inoculum to the microdilution panel and requries a gripping motion. Medical attention was sought and the physician's diagnosis was tendonitis due to repetetive motion e.g. Gripping. The treatment included physical therapy and anti-inflammatory medication. The user has returned to normal duties with the recommedation to take 20 minute breaks after setting up 75- 100 panels.